Event description:
Per the clinic, it was discovered that the electrode array was not in the cochlea resulting in the decision to perform a revision surgery. The electrode array was successfully repositioned inside the cochlea (date not reported). The implanted device remains.

Manufacturer narrative:
(B) (4): implanted device remains.